Manufacturer narrative:
As of this date, the chair or any parts related to this chair have not been returned to the manufacturer for evaluation.

Event description:
The reporter stated that the end-user said that the chair had a uncommanded movement, the speed increased by itself and she fell out of the chair and the chair fell on top of her. The end-user did not seek medical attention.